Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) visited customer site and upon inspection of the unit, he was not able to duplicate the reported error. Fss installed new network adapter, reseated instrument manager, network adapter and advantech printed circuit board (pcb). Fss performed the field service checklist, carried out the touch screen calibration and verified vacuum calibration. The system passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the safe state error, error 2012 (instrument host timeout error) occurred on boot up with the whitestar signature system. It was reported that the system reboot did not clear the error. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. Corrected data: the initial MDR should have included that the field service specialist also verified the phaco handpiece, serial number (B)(4), which it checked out to be good. All pertinent information available to abbott medical optics has been submitted.